Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient from norway who received clonidine 1000 mcg/ml at 400 mcg/day via an implantable pump. It was noted via provided pump logs that a motor stall occurred on (B)(6) 2017 at 08:12 and recovered the same day at 08:35. Patient symptoms were not reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the alarm was heard after replacement. A indium test was performed and indicated the pump worked just fine. No further information was provided.